Event description:
Customer tested around 3:30 pm with back to back readings that were significantly different. The first result was 237 mg/dl compared to 58 mg/dl. Customer consulted with dr and was advised to go to the ER. The hosp performed a test with another brand of meter with a result of 115 mg/dl at around 5:30 pm. A control solution test was performed with the customer with an acceptable result.